Manufacturer narrative:
Reservoir device information: model number: 720185-01, serial number: (B)(4), catalog number: 720185-01, UDI number: (B)(4), expiration date: 03/20/2020, manufacture date: 03/21/2018.

Event description:
It was reported that the patient experienced impending distal tip erosion with their inflatable penile prosthesis. There was no device issue. The system was replaced with a spectra penile prosthesis. The patient's outcome was good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient experienced impending distal tip erosion with their inflatable penile prosthesis. There was no device issue. The system was replaced with a spectra penile prosthesis. The patient's outcome was good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of erosion was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction updated to include device analysis.

Manufacturer narrative:
Reservoir device information: model number: 720185-01, serial number: (B)(4), catalog number: 720185-01, UDI number: (B)(4), expiration date: 03/20/2020, manufacture date: 03/21/2018.

Event description:
It was reported that the patient experienced impending distal tip erosion with their inflatable penile prosthesis. There was no device issue. The system was replaced with a spectra penile prosthesis. The patient's outcome was good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.